Event description:
It was reported there was "a peg tube break upon removal with traction from patient." The peg broke below the skin level when attempting to remove. The clinicians brought the patient over to sedate and perform an egd, however, the clinicians were unable to pass the scope due to advanced cancer. The patent was having a surgery consultation in order to remove the remnant and place a replacement tube for future use. Additional information received 19-aug-2021 stated the peg was placed on (B)(6) 2020. The device broke during traction removal on (B)(6) 2021 and went to the operating room (or) afterward (B)(6) 2021. The underwent an exploratory laparotomy, gastrostomy, removal of foreign body, gastrostomy closure, and g-tube replacement. The patient was discharged from the hospital on (B)(6) 2021.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 07-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).